Event description:
The patient contacted lifescan (lfs) alleging that the meter does not power on. The patient experienced frequent urination, dizziness and heaviness while testing. Since the meter did not power on, the patient went to see their physician and the reading in the physician's office was 239 mg/dl. The patient was treated with 30 u of insulin. The battery was replaced less than a year ago; however, the battery contact was corroded. Customer service sent the patient a replacement meter.